Event description:
Inbound. Spouse stated cadd cassette with flowstop lot # 409635, exp 2026/01/29, resulted in 2 toned beeping and ndct alarms on both pumps, and showed evidence of air in system after cassette burping (69 ml res vol). No further details provided.